Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.

Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported.

Event description:
It was reported that during a surgical procedure, the bur was found broken in the attachment.the procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.